Event description:
Our alarm has malfunctioned and injured my son. He was sleeping and complained of burning sensation and when I checked, his alarm had burnt him. The alarm has injured him, minor but worthy of reporting.